Manufacturer narrative:
Provided the customer with the 12nc (B)(4) defibrillator capacitor to order part. The device remains at the customer site.

Event description:
It was reported to philips that the device output low energy after it was serviced. No adverse event involving patient or user was reported.